Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eri was reached earlier than expected due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had tripped the elective replacement indicator (eri) with a monitoring voltage of 2.58 and charge times of 19.5 seconds. This device is included in the shortened replacement window advisory. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed advisory. Information suggests this device remains in-service. Should additional information become available this event will be updated. The device was later explanted for normal battery depletion and returned. Detailed analysis is pending.